Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. It was further described as "multiple air gaps in the patient line over one inch each". This was observed during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted with ending the therapy session and advised the patient to start over with new supplies. Proper procedures per the user manual were reviewed with the patient. Rts advised the patient to contact their nurse regarding missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.